Event description:
(B)(4). Started having two periods per month, several ovarian cysts burst, painful pelvic pain, weight gain, hair loss, painful intercourse, migration of coil out of the fallopian tube into the ovary which caused me to have to have a hysterectomy.